Event description:
It was reported that the device had issue with downstream occlusion seal, needs replacement and preventive maintenance. During investigation found the cracks on downstream occlusion (dso) seal. This malfunction makes the event reportable. There was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the device had issue with downstream occlusion seal, needs replacement and preventive maintenance. During investigation found the cracks on downstream occlusion (dso) seal. This malfunction makes the event reportable. Review of event log/alarm history was performed. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that the cracks on dso seal. The probable root cause was the faulty dso seal and was replaced.